Event description:
Defibrillator display went blank during defibrillation. The hands free pt pads cable was re-attached to another close by defibrillator, which the clinical staff incurred only a minimal delay in the delivery of therapy. There was no adverse pt outcome associated with this failure of the display.